Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported noisy image issue could not be reproduced or confirmed, and the root cause could not be determined. It is possible that the circuit board unit was damaged and the event occurred temporarily. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during preparation for use, the evis lucera elite bronchovideoscope with the cv-290/evis lucera elite video system center was displaying a blurry image with noise. The intended tracheoscope procedure was completed with a similar device, the patient was not under sedation, and there were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image had noise and the subject could not be recognized. This report is intended to capture the reportable malfunction of an image with noise in which the subject could not be identified at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue with the irregular color tone was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.